Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Patient reported that they were having problems with the device and had already spoken with implanting doctor and needed someone with clinical background to answer their some further questions on adverse events. Patient inquired if there was known adverse events regarding allergic reactions or rejection of the device. It was reviewed unknown adverse events with patient. Event date was verified and patient stated that problems that they were having started shortly after each surgery (states all 3 of them). Surgery information was clarified and patient explained that they had the trial, stage 1 and stage 2. Patient then stated that they had infections, swelling and pain continuously for 6 months now. Patient also had MRI and ultrasound and there was fluid. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient did not have an infection after the stage 1 trial and once stage 2 was placed. It was noted the infection was found post-op after stage 2 with would culture. [Refer to manufacturer report #3004209178-2017-02869 for details pertaining to the infection post-op after stage 2.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.